Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The device was positioned in the laa and deployed. Two partial recaptures were performed before the device finally met release criteria. The device was successfully implanted in the laa of the patient. No complications were reported and no effusion was noted at the end of the procedure. Three hours post procedure, the patient became symptomatic with cardiac arrest. It was noted that the cause of the cardiac arrest was a perforation and pericardial effusion with tamponade. The patient was taken to the catheterization lab where a pericardiocentesis was performed with 350cc of fluid being drained. The drain was left in over night and another 100cc were taken out. One day post procedure the drain was removed and the patient remained in the hospital. Seven days post procedure, the patient was stable and was discharged from the hospital.